Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump act button is not responsive. Customer also indicated that nothing happens when entering a bolus. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly. Customer's blood glucose was 301 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, and a cracked case near the display window corners. No numbers ramping on its own or scroll bar moving with no input noted. No blinking anomaly noted during our testing.